Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that, on an unknown date, the infusion set's tubing was detached from connector. Further, the issue occurred prior to insertion when package was first opened and the expiration date of the infusion set is (B)(6) 2025. Moreover, the blood glucose level of the patient at the time of event was 178 mg/dl (approximately). The infusion set was replaced, and insulin was resumed successfully. No further information was available.